Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (unknown concentration and dose) in an implantable pump for an unknown indication for use. The patient had issues with scar breakdown and required the pump to be removed and "re-sited." The patient was seen by the hcp on (B)(6) 2017 and redness was developing over the scar site of the new pump (also reported as skin reaction). The patient had eczema and saw a dermatologist in the past. The hcp referred the patient to a dermatologist to arrange prompt local review. No further information was reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via a manufacturer representative indicated the patient ended up admitted. The patient was sent to another hospital for sitting of the pump. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare provider via a manufacturer representative indicated the current complaint of redness was related to the scare breakdown. The pump was "re-sitted" in (B)(6) 2017 (exact date was unavailable). The issues with the scar breakdown began in (B)(6) 2017. The patient's family was in contact with the other hospital team; attended with hcp on (B)(6) 2017. The hcp collaborated with the other hospital team and local dermatology services. The use of topical steroid cream and dressings was advised. The dermatology consult indicated the issue was likely due to pressure on the skin, as the patient was very slender. The patient was seen again on (B)(6) 2017 and was admitted for the scar breakdown. The patient was transferred to the other hospital to be seen by the intrathecal baclofen (itb) team on (B)(6) 2017. There was no current date set for pump explant. The patient was currently at the other hospital awaiting a date for surgical "re-sitting" of the pump. Further actions included topical creams and dressings.